Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was suspected to have caused a micro perforation with plural effusion. The rv lead also exhibited high thresholds in both bipolar and unipolar configurations. The physician further reported that the rv lead had increasing thresholds and low r-wave amplitudes since implant. The patient also experienced shortness of breath. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.